Manufacturer narrative:
In the case description, the user mentioned that the charging cable and controller got burned. Visual inspection of the returned controller confirmed the reported thermal event. Inspection of the charging port of the controller found the plastic around the port to be warped and the metal connector piece of the charging cable was still stuck in the charging port, having been melted into the port. The charging cable was returned with the controller. The usb-c end of the charging cable was found to be melted with the metal connector piece missing. No damages were found on the usb end of the cable. No serial number was observed on the usb end, indicating that this was not the thermistor charging cable. The charging adapter was not returned with the controller. Android log files from the date of occurrence were not available in the cloud system. The controller was unable to turn on. Charging was not attempted and logs were not pulled from the controller due to the thermal damage to the charging port. The back cover of the controller was unable to be removed to inspect the sim card or to check the internal components due to the metal connector piece being melted into the charging port. It could not be determined if there were any internal issues that contributed to the thermal event. The thermal failure observed is consistent with the types of thermal incidents associated with usb-c connectors when contamination, moisture, or metallic debris causes an electrical short during charging of the device.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
Customer's father reports that they kept the omnipod controller on charge. The customer alleged a thermal event occurred and "was smoking", both the controller and cable are burnt. No medical intervention was required due to this event.

Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res#91127 was implemented.